Manufacturer narrative:
Report was incorrect: "evaluation of the returned pump revealed that upon powering on, no vacuum pressure could be created. The fan inside the pump was the only thing on." This sentence should have read: "evaluation of the returned pump revealed that the pump powered on and provided vacuum (not beyond -27 inch hg), but the vacuum gauge was stuck." Please see additional information below: result: the pump was plugged in and powered on. The vacuum gauge needle did not change position. The pump vacuum was measured using a calibrated gauge, and the pump was unable to create vacuum beyond -27 inch hg.

Manufacturer narrative:
Results: there was no visible damage to the exterior of the pump. The vacuum gauge was not resting at zero while the pump was off. Conclusion: the complaint has been evaluated. The complaint indicated that during preparation for a case no aspiration from the pump was observed. Evaluation of the returned pump revealed that upon powering on, no vacuum pressure could be created. The fan inside the pump was the only thing on. The pump did not work properly and, therefore the pump was nonfunctional. The root cause of this complaint cannot be determined. These devices are 100% functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 220. During preparation for the procedure, the physician noticed that the pump was not working and it was not used. The procedure continued successfully using syringe aspiration.